Event description:
It was reported that the procedure was to treat the internal carotid artery. During preparation, the tip of the guide wire of the emboshield nav6 embolic protection system (eps) was broken. Therefore, the device was not used and there was no patient involvement. A new emboshield nav6 eps was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation determined that the reported material separation was likely related to inadvertent mishandling. Based on the reported information and evaluation of the returned unit, it is likely that the tip of the barewire became stretched and separated due to inadvertent mishandling during preparation or removal from the packaging tray. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 1069 removed.

Event description:
Subsequent to the initially filed report, it was reported that during preparation the tip separated and was discarded. The device did not enter the patient. No additional information was provided.